Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states the surgeon hit the head ball trial with the adapter trial in it. He did this with a mallet while trying to reduce a tight hip. The trial broke into multiple pieces. All of the pieces were retrieved. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
Trial spacer 12/14-3 broke during surgery. All numbers are worn off.